Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level between 460-470 mg/dl. The customer administered boluses via the pump. The customer suspected that the cause of the high bg may be due to a site issue. A system check was performed with tandem technical support, however the customer did not inspect their site at the time of the call. Although requested, no additional information was provided.